Manufacturer narrative:
A ge rep evaluated the system and found the system to be operating as intended. The problem was found to be in the customer's electrical supply system.

Event description:
The customer reported that the system would not power on. No pt injury was reported.